Manufacturer narrative:
Pc-(B)(4). Batch # r92f8g. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during an unknown procedure, the tweezers were without the teflon and misaligned in the clipping part. No other details were provided. No patient consequence reported.